Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered two inappropriate shocks due to supraventricular tachycardia (svt). Technical services (ts) was contacted to discuss increasing the rate cutoff, and ts discussed programming options. No additional adverse patient effects were reported.